Event description:
It was reported patient underwent a distal femur fracture repair procedure on an unknown date. Subsequently, the plate fractured in 2012. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - 2012. PMA/510(k) number - unknown. Manufacture date - unknown.